Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 20.6 cm to 21.0 cm and 46.5 cm to 48.0 cm from the pin consistent with lead friction to the ICD can or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.